Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded momentarily and a significant drop in flow was noted by the clinical staff. Moreover, the site reported that normal flow was re-established soon after the reported event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site further reported that the patient had expired due to the patient's condition and is not associated with the device. There has been no allegation against the pump. The patient expired due to multisystem organ failure.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed several drops in power consumption since (B)(6) 2018 with sharp decreases on (B)(6) 2018 and (B)(6) 2018. Twelve low flow alarms have been logged since (B)(6) 2018. Of note, the site reported that normal flow was re-established soon after the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. \ if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient subsequently expired.